Event description:
It was reported by the sales rep that post op of a laparoscopic gastric band procedure implanted, the patient returned to the surgeons office on (B)(6) 2010, to discuss discomfort due to a possible infection at the port site. The surgeon requested that the patient return on (B)(6) 2010, for an additional review of the site. The surgeon aspirated the port site and withdrew puss from the port. The port was removed on (B)(6) 2010. Due to the surgeon's concern, the tubing would neutralize the band and cause restriction, the surgeon used three sutures to close the tubing and left the tubing and the strain relief in the patient. The patient was kept overnight for observation after the port removal. Antibiotics were given to the patient. The surgeon plans to replace the port after the patient has recovered from the infection.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information anticipated, but unavailable at this time.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:844:0000. According to the facility, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The injection port with the locking connector and 1.4cm of catheter were returned for evaluation. Per visual inspection, it was observed that the septum was not punctured. It was also noted that the locking connector was correctly locked. Port infection is a recognized adverse event associated with gastric banding and the realize band, and product analysis cannot confirm the reported event. Its causes and effects are outlined in the products instructions for use. A review of manufacturing and bioburden level records for the batch concerned were reviewed. Our investigations concluded that the device was manufactured to specifications and met all release criteria.